Manufacturer narrative:
Complaint conclusion: as reported, an unknown mynx control vascular closure device (vcd) was used and the patient developed a 15 cm hematoma and a pseudoaneurysm requiring intervention. There were no additional reported patient injuries. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not available to be returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. A pseudoaneurysm/hematoma/bleeding event is a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. A pseudoaneurysm is a type of pulsating "bubble" on the vessel due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the vessel into the hematoma cavity. This pouch or sac coming off the vessel looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the vascular wall but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. There are several risk factors associated with bleeding complications, such as advanced age, high or low body mass index (bmi), comorbidities, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/pvd (peripheral vascular disease) that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. These events can develop due to any type of penetrating injury to the vessel, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. Based on the limited information available for review, it is not possible to determine what factors may have contributed to access site reaction, pseudoaneurysm and hematoma experienced. However, patient/procedural factors are possible. Without images of the site, the reported events could not be observed, and no possible product-contributing factors could be determined as the devices were not returned for analysis. According to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the information available for review, there is no indication to suggest that the reported incidents could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an unknown mynx control vascular closure device (vcd) was used and the patient developed a 15 cm hematoma and a pseudoaneurysm requiring intervention. There was no additional reported patient injuries. The device will not be returned for evaluation.